Manufacturer narrative:
Corrected information can be found in field b3. Updated information can be found in the following fields: g6, h2, h10. The event date has been corrected to (B)(6) 2020 based on follow-up response from the customer.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "cable frayed¿. Failure analysis found the primary failure of frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Root cause of frayed grip cable is attributed to a component failure. Additional observation not reported by site: failure analysis found the additional failure of insulation damage ¿ conductor wire near the yaw pulley exit, exposing bare wire. No thermal damage was observed. The electrical continuity test still passed. Insulation material was missing from the conductor wire, approximately 0.13¿ x 0.03¿. Root cause attributed to a component failure for the insulation damage to the conductor wire. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for part 470344-16/n102005040053 associated with this event has been performed. Per logs, the curved bipolar dissector was last used on (B)(6) 2020 on system (B)(4), with 3 lives remaining. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis this complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, surgeon noticed the curved bipolar dissector was found to have frayed cable after it had entered through the port site on the patient. Once recognized, the instrument was immediately removed from use and taken off the back table. Intuitive surgical inc. (Isi) followed up with the customer to request additional details and the following information was obtained. The customer was unable to release patient demographic information. It was identified that a back-up instrument of the same type was used to complete the procedure robotically. No fragment fell into patient. There was no report of any arcing. The frayed cable was not noted during the inspection. It was found to be frayed under the magnification of the robot scope. The procedure was completed with no reported injury.